Event description:
It was reported that the wrong device was sent to the facility. An artificial urinary sphincter (aus) kit was ordered but an inflatable penile prosthesis (ipp) kit was received. The loaner kit was opened but the device itself was not opened or touched. The procedure was cancelled and will be rescheduled on a later date. No patient information was provided and the device will be sent back. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.